Event description:
As reported by an edwards australia affiliate, approximately 5 years and 7 months post transfemoral tavr procedure with a sapien xt valve, the valve presents stenosis which also caused aortic regurgitation. The patient underwent a valve-in-valve procedure to treat the stenosis.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed based on the provided medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'approximately five years and seven months post-implantation of a sapien xt in aortic position, a valve-in-valve procedure was needed due to aortic stenosis and aortic regurgitation'. Additionally, it was also noted that the patient aortic valve mean gradient had increased to 52mmhg with effective orifice area (eoa) measured at 0.8cm2, which indicative of severe stenosis. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve degeneration is likely due to valve stenosis. When the valve is stenosed, the valve does not open fully; thus, reducing the blood flow from the heart to the aorta and to the rest of the body. As a result, the heart pump faster leading to increased gradient. In addition, valve stenosis can also impact valve function by preventing the leaflets from closing properly, and subsequently lead to central regurgitation as reported in this case. As such, available information suggests patient factors(stenosis) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.